Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise episodes due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made. Patient is in good condition.